Event description:
Per the clinic, the patient experienced impaired healing and exposed implant. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with another cochlear device as of the date of this report.